Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a stent dislodgement occurred. The lesion was located in the circumflex (cx) artery. Another maufacturer's guide wire was placed in the cx and marginal branch arteries. Utilizing a kissing balloon technique, the physician implanted an unspecified taxus liberte stent in the cx. The guide wire was exchanged and the stent was post-dilated with an unspecified balloon. The taxus liberte 12mm x 2.5mm stent delivery system (sds) was advanced, however, the catheter was unable to be positioned in the marginal branch most likely due to resistance caused [sub]-optimal dilatation of the stent. Upon removal of the sds, the stent dislodged and the guide wire broke in the cx artery. An unspecified guide wire was advanced to the cx and progressive dilatation with another manufacturer's 1.5mm x 20mm balloon, a 3mm x 15mm quantum maverick and an unpsecified 3.5mm x 15mm balloon were performed. In an effort to secure the broken guide wire and dislodged stent against the vessel wall, the physician implanted two taxus liberte 3mm x 16mm stents and a taxus liberte 3mm x 28mms from the distal edge of the broken guide wire to the ostium of the cx. Timi flow was reported 3 and the physician noted satisfactory angiographic result. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the stent remains inside the patient and the delivery device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined. Product unavailable for analysis.